Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller felt warmer than normal. No alarm was reported. Preliminary log file review showed a normal operation of the controller. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation. There is no evidence of over-heating or burning. The controller logs show no evidence of excessive power or overheating. An internal visual examination found no evidence of overheating or burnt components. The reported event "overheating" was no confirmed. The root cause of the reported event could not be conclusively determine as the device functioned per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller felt warmer than normal. No alarm was reported. Preliminary log file review showed normal operation of the controller. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.